Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, mild stroke, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for belotero dermal filler lot 321323 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a nurse at a physician's office and concerns a (B)(6) year-old female patient who was injected with seven syringes of radiesse(+) 1.5cc (originally reported as radiesse) and two syringes of belotero 1.0cc on (B)(6) 2018. The injections took place over the course of several hours, from approximately 1000 to 1330. The temples were injected using the open mouth technique to see the deepest point of volume loss. The eyebrow region was injected. The perioral area was injected next. The last area injected was under the eyes, with belotero. Medical history positive for radiesse "1.5, 0.8 x 2 on (B)(6) 1" and cataract surgery. Concomitant medications reported as levothyroxine, an unspecified statin, and asa (acetylsalicylic acid) 81mg. During injection of the right peri-oral area, the patient experienced a great deal of pain. Her face became bright red and all of the veins in her forehead "popped out." This persisted for 3-5 minutes. Following the last injection and about 45 minutes after the temple injection, the patient complained of a left sided headache. The patient became nauseated after taking four tylenol (acetaminophen) and diclofenac. She vomited twice. About 3 hours post temple injection, the patient complained of inability to raise her left eyelid and had double vision. She did feel she could see if she manually opened her eye. Treatment reported as ice. When the patient was distracted, she was able to open her eye. The patient left the office about 1630 (also reported as 1700) and was able to open her eye before leaving. The patient's prolonged unusual valsalva maneuver led the physician to believe that the patient may have experienced a hemorrhagic stroke or hematoma. On (B)(6) 2018, the patient could not open her eye at all. She saw the ophthalmologist who performed her cataract surgery and he diagnosed a complete iii n. Palsy, low intra-ocular pressure of 3 and ordered a MRI/mra at the emergency room. The MRI/mra was negative and the patient was sent home on eye drops. The injecting physician consulted with an oculoplastic surgeon, who recommended hyperbaric oxygen and aspirin (acetylsalicylic acid) and noted the MRI/mra would not show occlusion of such small vasculature. The injecting physician recommended injection of hyaluronidase at that time but this was declined. On (B)(6) 2018, the patient was injected with about 300 units (also reported as 450 units) of hyaluronidase deep into the temple area. There was slight mottling of the skin but this never worsened. About two hours later (also reported as the following morning), the patient was able to open her eye to the level of the bottom of her iris. Further treatment reported as sildenafil 20mg 1/4 tablet three times daily. On an unspecified date, the patient started hyperbaric oxygen treatments, which were helping. The patient saw an oculoplastic surgeon. Her vision has improved (not further clarified) and she probably will not need prism glasses. Radiesse(+) lot numbers reported as 100112992 and 100110908. Belotero lot number reported as 321323. Follow up information was received from the nurse on (B)(6) 2019. The nurse confirmed that the injecting physician considers the events related to both radiesse(+) and belotero.

Event description:
Follow up information was received from the physician on 23-apr-2019: the patient did not experience unilateral blindness. Rather than "vision has returned," the patient's vision was "less double." The physician confirmed the patient left the office at 1630 on the day of injection. Hematoma was not a differential diagnosis. The patient was injected with 300 units of hyaluronidase rather than 450 units. The patient was able to open her eye two hours after injection of hyaluronidase rather than the next morning. Belotero was not a suspect product. Outcome reported as all symptoms resolved on (B)(6) 2019. Follow up information was received from the original reporter on 29-apr-2019: the patient did experience unilateral blindness (previously reported as both did and did not experience unilateral blindness). The patient did not experience a stroke. Radiesse(+) was confirmed to be the suspect product (previously reported as both radiesse(+) and belotero). The provider believed radiesse(+) was the lone suspect product because radiesse(+) was injected to the temple area and, following injection with hyaluronidase to the temporal area to ease the pressure on the optic nerve, the issue improved. Outcome for unilateral blindness reported as resolved.